Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1064887 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1064887, test base part number 190-430 / lot 1064887. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064887 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR. Reports: 1221359-2022-04350 through 1221359-2022-04372.

Event description:
The customer reported twenty-three (23) false negative results with the idnow covid-19 assay performed on various dates involving various lots. This report is twenty-one (21) of twenty-three (23) and addresses lot 1064887 (total quantity 7). The customer reported one false negative with the idnow covid-19 assay performed on a nasal swab sample collection date: (B)(6) 2022. Confirmation testing (platform: core lab) on a nasopharyngeal sample collected on (B)(6) 2022 in transport medium generated a positive result. Per the customer, no additional information will be provided.